Event description:
On (B)(6) 2019 the pt had partial colectomy, colostomy creation. On (B)(6), the pt had a change in condition and became septic and returned to the operating room when he coded before surgery could be done. He was taken to the ICU and expired. Autopsy showed cardiac arrhythmia and anastomotic dehiscence. It is possible the stapler contributed to the dehiscence.